Event description:
It was reported the patient suffered a fall approx 6 months ago and since then, he has experienced cracking sensations at his ipg site. The patient has not used his scs system since the fall. He had reportedly not recharged his ipg three weeks prior to the fall. A sjm representative met with the patient and was unable to run diagnostics due to the patient's ipg having been unable to communicate with the charger. A replacement charger was sent to the patient to address this issue. Follow up info identified the patient's ipg is still unable to communicate with the charger and programmer due to lack of recharge. The patient was asked to recharge the ipg so diagnostic testing and further troubleshooting can be conducted. It was noted that surgical intervention will be undertaken should the replacement charging system not resolve the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.